Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was rebooted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d and section e unique identifier (UDI) and initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4.1 causing station to reboot when accessed. The field service engineer troubleshot medstation main drawer 4.1, identified a solenoid with a damaged cable, and replaced the solenoid. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was rebooted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.